Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned for analysis. The stretched coils (damaged by the stent) and tip separation were confirmed via returned device analysis. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation and scanning electron microscopy analysis of the device determined the issues appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the balance middleweight universal instruction for use states do not: push, auger, withdraw, or torque a guide wire that meets resistance and/or torque a guide wire if the tip becomes entrapped within the vasculature. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balance middleweight, stent: 2.25 x 15 mm mini vision. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.25 x 15 mm mini vision stent mentioned is being filed under a separate medwatch MFR number. (B)(4).

Event description:
It was reported that the procedure was to treat a mid-distal right coronary artery (rca) with stenosis. Several attempts were made with different stent delivery systems (sds) (2.25 x 18 mm xience alpine, 2.25 x 12 mm xience alpine and 2.5 x 15 mm mini vision) to cross the lesion; however, they could not cross. Using two balance middleweight guide wires, one of which was a buddy wire, a 2.25 x 15 mm mini vision sds was able to cross and be successfully implanted. During the attempt to remove the buddy wire, the guide wire tip was stuck behind the deployed stent and in the distal aorta. The guide wire separated during the removal attempt. The proximal end of the guide wire was removed from the anatomy and a small section of the guide wire was removed with a snare device; and was discarded. The section of guide wire remaining in the rca and was compressed to the vessel wall with a 2.5 x 15 mm alpine stent and a 2.75 x 23 mm alpine stent. The patient is doing well and recovering in the chest pain center. No additional information was provided.